Event description:
The doctor was in the process of using the laser and he was complaining about the amount of power. The settings were adjusted and at one point the settings appeared to change on their own. An alarm sounded with the default code showing. Biomed was called and came and changed the laser. The doctor was still not happy with the amount and he stated that the handpiece was hot. The doctor was able to finish the procedure without incident. After careful examination of both lasers it was discovered that the lens in the blue adapter was missing from the hand piece. When the second laser was brought to the or the same hand piece was used so the problem was the same; the lens was missing. A new lens has been ordered.